Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of blood pressure symptoms disappeared. The patient involvement is unknown. A getinge field service engineer (fse) went to check the iabp machine and had symptoms of the bp signal not increasing. Initially, he checked and used the trainer to simulate the signal. The value rises normally. Check the bp signal cable. The signal comes normally. Tested with a pressure drome and the signal rises normally. Initially, it is thought that it may be caused by the balloon cable, which may have an abnormal point.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) bp wave symptoms disappeared. The bp signal is not increasing.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.